Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are currently no supplementary data available. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
It was reported that approximately 40 months after the implant oversensing was noted. The patient presented to emergency department due to feeling dizzy and recurring syncope sensations. The lead was explanted and replaced.